Manufacturer narrative:
PMA/510(k) number = pre-amendment. Per the initial reporter, the device will not be returned. (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the physician was attempting to put a larger curve on the kcfw-7.0-35-55-rb-hfanl1-hc flexor high-flex ansel guiding sheath and it broke. Reportedly, this occurred prior to contact with the patient. Another kcfw-7.0-35-55-rb-hfanl1-hc flexor high-flex ansel guiding sheath was used to complete the procedure. The complaint sample was discarded and the lot number is unknown. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A search of the complaint database revealed that there were no previous complaints on this product with the same failure mode reported in this instance. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be related to the usage or handling of the product. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.